Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the hospital is planning on using this pacemaker as a temporary external pacemaker in patients whose systems are being changed out for various reasons. The pacemaker will be used multiple times with multiple patients. No adverse patient effects were reported.